Event description:
Further information was received that the generator was replaced. The generator has not been received by the manufacturer to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was found to be pulse-disabled due to battery depletion. The patient's family was upset that the generator had depleted so soon. The generator was identified to be laser routed. The manufacturer's device history records were reviewed. The generator passed all functional and quality specifications prior to release. The device's internal data was reviewed. The generator was near to displaying a 25% battery life indicator, but only 14.42% of the battery was consumed. This is evidence of premature battery depletion. No other anomalies were identified. It was identified through an internal investigation that the observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No further relevant information has been received to date. No known surgical intervention has occurred to date. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Date of event, corrected data: the incorrect event date was inadvertently reported on the initial MDR- the correct event date is (B)(6) 2015.